Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 34 (encoder failure) was confirmed in the archive review and during the initial functional testing. The root cause of the error message was due to a loose encoder cable connection to the main processor board likely due to normal wear and tear or a user mishandling such as a drop. The autopulse platform is a reusable device and was manufactured in march 2015 and has exceeded its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed damaged front enclosure, likely caused by mishandling such as a drop. The damaged front enclosure was replaced to address the observed physical damage. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The platform failed the initial functional test due to the fault code 34, thus confirming the customer's complaint. Also, the platform failed the load cell characterization check during further testing, unrelated to the reported complaint. The root cause was due to a defective load cell. The load cell was replaced to remedy the fault. The damaged front enclosure and defective load cell were likely attributed to mishandling such as a drop. The archive data showed multiple fault code 34 (encoder failure) error messages around the reported event date, thus confirming the customer's complaint. The cable connection was secured to address the issue. In addition, unrelated to the reported complaint, the archive data showed user advisory (ua) 41 error messages. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. As a precautionary measure, the temperature sensor was replaced. The temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the device check, the customer reported that the autopulse platform (sn (B)(4)displayed fault code 34 (encoder failure) error message. No patient involvement.